Event description:
An ophthalmic surgeon reported that post implantation of intraocular lens (iol), few patients had good objective vision (20/20) but were unhappy with subjective vision (vision was not just good) and had to explant the iol's.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).